Event description:
(B)(4). The dealer reported that after replacing the left motor on the 3garbase custom power wheelchair and attempting to calibrate the motors, he smelled and saw smoke coming from the controller. There was no patient involvement and no injury reported.